Event description:
The customer called and reported she had received an alarm indicated the insulin pump unexpectedly restart. Troubleshooting was performed. Customer's blood glucose had been 68 mg/dl on the morning of this report, but she declined to troubleshoot for this, stating she knew why her blood glucose levels were low. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.